Event description:
As reported, a 6f/7f mynx grip vascular closure device deployment failed. There was no reported injury to the patient. Additional information and device return was requested; however, neither were obtained after multiple attempts made.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.